Manufacturer narrative:
One therapy¿ cool flex¿ ablation catheter was returned for investigation. Electrode 1 read as an open circuit. Further investigation revealed conductor wire 1 had been fractured at the distal tip solder joint, consistent with the open circuit detected and the reported error message. The activation wire and adhesive joint were also fractured causing the activation wire to protrude from the shaft proximal to the distal electrode. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor and activation wires and broken adhesive joint is consistent with damage during use.

Event description:
This report is to advise of an exposed wire observed during analysis.